Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: failure occurs during the general check. 1. Started the machine and found technical event: 231008 (o2 valve leak) 2. Performed o2 mixer test and found qo2 value is not ok when the set fio2 is 21% no patient involvement.